Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6). The alleged device has been changed.

Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer states that swirl of discoloration persists during display test, and that lines are visible at angles on display near the bottom of the screen, now starting to obscure display information. No adverse event reported. A request was made for the return of the device.